Manufacturer narrative:
Manufacturing site evaluation: samples received: 41 unopened pouches. Analysis and results: there are no previous complaints of this code batch. There are 36 units in stock. Received 41 closed units, 5 of the samples received have the first pack sealed to second pack in the area opposite of the 4th welding. This defect took place in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective actions will be open if applies.

Manufacturer narrative:
Mfg site evaluation: evaluation on-going.

Event description:
Country of complaint:(B)(6). Aluminum packaging is glued w/the outer packaging.